Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, and it was reported that 3 of the filter lines leak at the top of the filter within the last 2 weeks. All events (as this has occurred on 3 separate occasions) occurred during patient use. Leaks were noted after paclitaxel infusion during flush or during carboplatin infusion. There were patient involvement and no harm.